Manufacturer narrative:
H11: internal complaint reference: case- (B)(4). H3, h6: the reported device was not received for evaluation; however, three devices were returned. Three wands were returned with full packaging, and the internal packaging is all fully sealed on all three wands. None of the wands are used or removed from their packaging. The wands can be visually inspected from outside the packaging. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a hip arthroscopy, it was noticed that one of the balls on the tip of a multivac wand fell off the joint. It took 45 minutes to recover the ball. The procedure was resumed, after a delay greater than 30 minutes, with a change in surgical technique. Additional anesthesia was required as consequence of the surgical prolongation.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.